Event description:
Patient developed prosthetic valve endocarditis 6 months following mitral valve replacement. Patient presented 72 hours prior to explantation with acute fever & rigors, feeling acutely ill. 4 blood cultures were positive. Patient continued to have high fever & signs despite triple antibiotic therapy.